Manufacturer narrative:
Additional info will be submitted within 30 days. This product is similar to us cypher.

Event description:
During a (pci) percutaneous coronary intervention, a guide wire (runthrough ns) cross the target lesion and rotablator (1.75 bar) was conducted for debunking. Pre-dilation was conducted with a balloon (tip top) and then cypher (3.5x23mm) was being delivered to the target lesion, but the physician felt friction in the (gc) guiding catheter (machl fl4) and the cypher hadn't exited the gc. Therefore, the physician retrieved the cypher from the pt and confirmed the stent to be flared at the distal end. Therefore, a different stent (taxus, 3.5/24mm) was implanted instead with the same gc to complete the procedure. There was no pt injury reported. The product was clinically used and the product will be returned for analysis. The patient's demographics were unknown. The target lesion was the mid (lad) left anterior descending artery that was novo, heavily calcified and slightly tortuous. There was 99% stenosis. Prior to delivery, the product was undamaged. During delivery, constant flushed was maintained through the sheath, but probably not in the guiding catheter. Delivery of the (sds) stent delivery system was not performed under constant fluoroscopic guidance, since the affiliate indicated that is the reason markers was are positioned in the proximal shaft. The guiding catheter was undamaged. No further info was available, and further damaged could not be confirmed, since the affiliate has not received the product.